Event description:
It was reported that a right ventricular leadless pacemaker exhibited high capture threshold leading to loss of capture and low pacing impedance at a clinic check. Micro-dislodgement was suspected. The device was explanted, but the helix became stretched. A replacement was implanted. Patient had no consequences.

Manufacturer narrative:
Correction: h11 - the reported event of stretched helix was confirmed, while the reported events of a capturing problem and device dislodgement were not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification, found no anomaly contributing to reported events of a capturing problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of stretched helix was confirmed, while the reported events of a capturing problem and device dislodgement were not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification, found no anomaly contributing to reported events of a capturing problem.